Event description:
It was reported that entrapped air occurred. An opticross hd catheter was selected for percutaneous coronary intervention (pci). During preparation, the three-way stopcock connection was found to be leaking fluid and drawing air into the system. The device was not used on the patient. The procedure was successfully completed with another device, and no patient complications occurred.

Event description:
It was reported that entrapped air occurred. An opticross hd catheter was selected for percutaneous coronary intervention (pci). During preparation, the three-way stopcock connection was found to be leaking fluid and drawing air into the system. The device was not used on the patient. The procedure was successfully completed with another device, and no patient complications occurred.

Manufacturer narrative:
Device analysis results: device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed on the device. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a review of the opticross hd hazard analysis was completed and confirmed that the events of device entrapped air and stopcock leak were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of 'cause not established' following a review of the reported event details, available information, and product record review. It was reported that the three-way stopcock connection is leaking water and drawing air into the system. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issues. However, there is no additional detail pertinent to the event.